Event description:
The nurse reported the system locked. There were seven cases cancelled. There was no patient injury reported.

Manufacturer narrative:
The customer did not request service. There were no samples returned for evaluation therefore, steps could not be taken to replicate or confirm the reported event. As such, the root cause could not be determined. A review of complaints for the last 24 months did not indicate any additional reports for this system. This report was mailed to FDA on: 11/21/2008.